Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, the 27 mm sjm epic mitral valve was implanted secondary to severe mitral regurgitation in the presence of acute left heart failure. During the mitral valve implant procedure, the patient's left ventricle was perforated and suture repair was required. One week postoperatively, the patient's condition deteriorated and the patient died on (B)(6) 2016 reportedly due to left ventricular rupture. The valve remained implanted. The surgeon reports the left ventricular rupture may have been brought on by the use of suture or some other medical instruments; however, the exact cause remains unknown.